Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in liquid, in a lens vial. Visual inspection found a small tear on the haptic. (B)(4).

Event description:
The reporter stated that a cc4204a, +27.0 diopter, implantable collamer lens was opened on a sterile field and not used due to the surgeon decided to go with a different power lens. The reporter did not know the cause of the damaged lens.